Event description:
On (B)(6) 2012, the patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was prompting the battery indicator instead of the apply sample symbol when she was attempting to test her blood glucose. The medical surveillance specialist was unable to reach the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began at an unspecified time on (B)(6) 2012. The patient stated that she manages her diabetes with 600 units per day (humalin and lantus) and metformin (unknown dose). The patient mentioned that she consumed more food/drink on the day of the alleged issue. The patient claimed that she developed "blurry vision" on the night of (B)(6) 2012. However, the patient denied receiving medical intervention as a result of the alleged issue. During troubleshooting the cca confirmed that the subject meter was not being used for the first time, that there was no known misuse to the subject meter and that the subject meter did not need knew batteries. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly changed her diabetes management as a result of the alleged issue and subsequently developed symptoms suggestive of a serious injury. In addition, the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.